Manufacturer narrative:
Add'l info in the article indicated that the pt was found to have hyperactive platelets [suboptimal (less than 60%) platelets inhibition despite being on both aspirin and clopidogrel for 7 days]. Yahia, m. Journal of neuroimaging 2009.

Event description:
Pt was reported to have developed a minor transient ischemic event six days following placement of a stent in an unruptured aneurysm in the internal carotid artery bifurcation. MRI taken showed no evidence of stroke. The pt was treated with intravenous administration of integrilin for 24 hours. At ninety days follow-up, the pt's condition remained unchanged (facility scale of 0).